Event description:
Info received states that pump had experienced error code 36. Error occured four times on same date, only one report was generated.

Manufacturer narrative:
New pump software was installed. Ref recall number z-1869-2011.